Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose values. Blood glucose at the time of the admission was 600 mg/dl. The customer was treated with saline solution. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.